Event description:
The manufacturer has changed/improved the criteria for making MDR decisions regarding electromyographic (emg) endotracheal tubes, per discussion with osb. Any re-intubation (medical intervention) during a surgical procedure is believed to be a reportable event, as emg endotracheal tubes provide an open airway as well as monitoring for emg activity. A retrospective review found the following event:a customer reported that when a patient using a 7mm electromyographic (emg) endotracheal tube "was intubated during procedure... The left side showed electrodes were bad per monitor. The patient was re-intubated with new tube and after that there was no problem, and there was no patient injury. There was only 10 minute procedure delay due to re-intubation." It is unclear whether the patient was re-intubated before the establishment of an airway, but a delay in procedure suggests that the patient could have been intraoperative. There is no further information at this time. The device was not returned for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The electromyographic (emg) endotracheal tube is intended for use as a means of providing both an open airway for patient ventilation and for intraoperative monitoring of emg activity of the laryngeal musculature during surgery when connected to a multi-channel emg neuromonitoring device. The emg endotracheal tube is a flexible silicone endotracheal tube with an inflatable cuff and is fitted with electrodes on the main shaft of the endotracheal tube, which are exposed only for a short distance, approximately 30mm, slightly superior to the cuff. The electrodes are designed to make contact with the patient's vocal cords to facilitate emg monitoring of the vocal cords during surgery when connected to an emg monitoring device. Both the tube and the cuff are manufactured from material that allows the tube to readily conform to the shape of the patient's trachea with minimal trauma to tissues. The emg endotracheal tube is packaged as a sterile single-use device. Nerve monitors are mandatory for use with the emg endotracheal tube. This product was being used for treatment, not diagnosis. Simple maneuvers to reposition the tube or patient are not considered medical or surgical intervention; but if the tube requires removal and replacement after the airway has been established such actions are considered an intervention. In this reported event re-intubation occurred during surgery, thus we are filling this report as an adverse event.